Manufacturer narrative:
H4: the device was manufactured from august 24, 2018 - august 27, 2018. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured and the coil cap separated from the housing. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition was not determined; however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: this event occurred during an unspecified date, further described as "recently". The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that liquid leaked out from a folfusor sv and splashed the work surface of the safety workbench. This was identified during filling with fluorouracil. There was no patient involvement. No additional information is available.